Event description:
Attorney reported: (B)(6) 2003 - pt underwent surgery for repair of a ventral incisional hernia. On (B)(6) 2006 - pt was hospitalized where he was found to have an abscess and an infected mesh. The mesh was found to be adherent to the small bowel in several places and also involved around the abscess. Due to these complications, a wide portion of the mesh was removed. On (B)(6) 2009 - pt was hospitalized where the remaining mesh was excised. The mesh was infected for a second time and found to be adherent to the omentum. A second abscess cavity had formed with a draining sinus. Pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.